Manufacturer narrative:
Product event summary: a photo of a sheath was returned and analyzed. The returned image showed the presence of air bubbles inside the valve tube filled with blood. The reported issue was deemed plausible through analysis of the photo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information clarified that the neurological abnormalities were temporary clonic spasms of the extremities. The patients h ospitalization was extended.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. One patient data file was received and recorded on the reported date of the event. The patient file showed 11 applications were performed using an afapro28 balloon catheter with lot number 17805. The patient file didn't show any system notice on the reported date of the event. Console output data (pressure, preset pressure, and flow) showed unexpected pressure profile (pressure overshoot) during the transition phase at application 7 and 9. The received failure file did not contain any failure records for the date of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information clarified that the neurological abnormalities were temporary clonic spasms of the extremities. The patients h ospitalization was extended.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012332906 was returned and analyzed. Visual inspection of the shaft and handle area was performed. The tip of the sheath was intact with no anomaly. The inspection identified a kink at the side port tube. No anomaly was identified during the external visual inspection of the returned native dilator. The steering mechanism and deflection test were performed. No anomaly was discovered. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.10699 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01032 psig and in an acceptable range. In conclusion the clinical issue (neurological symptoms) occurred during the procedure and the air ingress issue was not confirmed during testing. In conclusion, the sheath failed the returned product inspection due to a kink on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID afapro28 (unknown); product type: 0624-arctic front catheter; implant date n/a; explant date n/a product ID 990063-020 (unknown); product type: 0623-achieve catheter; implant date n/a; explant date n/a product ID 4fc12 (unknown serial/lot); product type: 0629-flexcath sheath; implant date n/a; explant date n/a product ID: non-mdt unknown product type: sheath product ID: non-mdt unknown product type: needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, aspiration was performed via the sheath side port and bubbles were observed. Aspiration was performed slowly, but despite removing bubbles, new bubbles appeared. The physician's thumb blocked the sheath valve; however, the bubbles persisted. The sheath was replaced with a different model which resolved the issue. The case was completed with cryo. Following the procedure, neurological abnormalities were observed in the patient. The neurological abnormalities resolved. No further patient complications have been reported as a result of this event.